Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained over time in the field. The manufacturing date is 2020.

Event description:
On 10/23/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8954-03 plate cutter teeth broke during use. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.